Event description:
It was reported that inflatable penile prosthesis device stopped working sometime over the last few months and the cylinders were not inflating. The inflatable penile prosthesis 15 cm device was removed on (B)(6) 2018. A 12mmx16cm spectra penile prosthesis device was implanted.

Event description:
It was reported that inflatable penile prosthesis device stopped working sometime over the last few months and the cylinders were not inflating. The inflatable penile prosthesis 15 cm device was removed on (B)(6) 2018. A 12mmx16cm spectra penile prosthesis device was implanted. Additional information received indicated the patient was doing well and does not require any additional surgery.